Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalization due to high blood glucose and diabetic ketoacidosis on unknown date. Blood glucose reading was unknown. Customer also stated that they were slightly in coma in hospital. Customer stated that insulin delivery was resumed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report had incorrect reporter and event related information. The correct information has been provided with this report. (B)(4).

Event description:
Healthcare professional on behalf of customer reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on an unknown date. According to the description notes there was no mention of insulin delivery resuming.